Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. (B()4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported by the aci sales representative: the patient developed a hematoma (over 6 cm in size) after going into the holding area. Manual compression was applied for 15 minutes. The patient was not hospitalized. Procedure type: intervention coronary vessel size: 6 mm stick location: medium sheath size: 6f.